Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted distal gastrectomy procedure,the reload was connected to power handle and the jaws were closed, but the closure of the jaws were looser than usual. (They were not closed tightly). The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. There was no patient injury. The handle and adapter were connected with another reload, they worked properly.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.